Event description:
Prior to insertion, the balloon appeared to be unwrapping. During insertion, the iab became stuck in the sheath. The assembly was removed and the iab was inserted sheathless. Purge failure alarms began to occur w/iabp and a hematoma was forming at insertion site. The iab was exchanged. There were no further difficulties or patient complicaions.